Event description:
The customer's mother reported on (B)(6) 2014 her daughter's blood glucose, carbohydrate intake and insulin history is as follows. Upon deactivation she noticed the cannula was coming out of the infusion site and it was also bent.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the hyperglycemia. The user reported a dislodge cannula. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.